Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus). Trough x-ray it was determined that the pressure regulating balloon (prb) needed to be replaced due to it had a leak. The balloon was removed and replaced. No further complications were reported in relation to this event.